Manufacturer narrative:
The investigation for the introducer damage has been completed. The impella device was not returned for evaluation. Per the given clinical information, patient had calcified vessels. The root cause of the introducer damage issue was patient condition related to small/ diseased vessels. D4-corrected model number added- d6a/d6b f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 70-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had admitted a patient with extensive cardiac and systemic comorbidities and covid +. The team knew of the pad and had issues with access and sheath placement. The long 25cm sheath kinked and was replaced. A new sheath was placed, and the cp delivered for pci (percutaneous coronary intervention) of the multivessel coronary artery disease.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.